Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported observing a small metal particle in the eye operatively. The surgeon decided not to remove the metal particle. The procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One probe sample and a flash drive were returned for evaluation. The returned sample was visually inspected and deemed conforming. The probe was disassembled and the components inspected to identify any possible source for the metal particles. There was approximately 20 to 30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was wear at the bend area and also along the front section of the needle. A video on the flash drive was reviewed. Metal particles could not be confirmed from the video provided. The doctor did hesitate for some unknown reason while using the probe. The complaint evaluation could not confirm metal particles in the eye originated from the probe. The visual inspection of the probe met specification and no particles could be confirmed in the eye from the video. It is possible for metal particles to be generated from the probe when cutting as this cutting action occurs from the engagement between two metal components within the probe. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).